Event description:
Customer reported that "pulse rate readings are not accurate. Verified pulse readings were not generated with masimo set tester. No spo2 or pulse rate values were available." No patient incident reported.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted.